Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump indicated a data log corruption. Customer reported blood glucose (bg) level was 159 (mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.